Event description:
A surgeon noted plaque in a left femoral artery of a patient. A guidewire, sheath, and balloon were placed. The balloon was noted to be functioning. The patient was taken to an ICU at 1510. At 1900 a nurse noted small flecks of blood was seen in the gas line tubing but there was a crisp waveform and iabp numbers were within normal limits. It was noted that when the patient was awake and agitated a "rapid gas loss" alarm would sound. At 0245 the next day liquid, red drainage in the distal end of the gas tubing was noted with frequent rapid gas loss alarms. Datascope was contacted to help troubleshoot. It was believed to have all signs of a leak. They recommended immediate discontinuation of the iab. The surgeon reported after extracting 15" of the catheter -resistance was met. After gentle traction and removal- the specimen was examined and noted to be completely shattered and it was unclear if all the material was in existence or a portion of the catheter was retained in the body. The next am the patient had mottling on the lle. An emergent left axillary femoral artery bypass was done with good results. Three days later mottling was noted on the rle. The patient underwent an emergent right axillary femoral bypass with good results. The patient is still in-house and both legs as of today are warm and look good.